Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath was returned for product evaluation. Visual inspection of the sheath revealed that a breakage was noted on the sheath shaft 9.3 cm from the hub. The two portions of the shaft were connected by the uncoiled d-wire which sits between the inner and outer layers of the sheath. The d-wire was uncoiling between the inner and outer layers of the sheath on both sides of the breakage. On both ends of the breakage, a blood-like substance was noted between the outer and inner layers of the sheath. A portion of the distal fragment of the broken sheath was greatly stretched, which ended 29 cm from the tip of the sheath. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the resistance felt during withdrawal may have been caused by calcification, spasming, or stenosis which may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician used the r2p destination sl device for treatment of a lesion in the superficial femoral artery. The physician felt resistance, when the physician attempted to withdraw the device out of the patient. When the physician kept pulling, the catheter was broken. Then, the physician replaced the device with a r2p slenguide device (120cm) to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient. There was no patient injury/medical or surgical intervention required. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.